Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the leak in the cable unit was due to a cut in the cable. A definitive root cause could not be identified. A review of the device history record found deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the cut and leak at the cable unit. There was no patient involvement.